Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed, the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported, that the distal tip of the iab would not unwrap completely, during therapy. As a result, the staff decrease the volume to 30cc, and the intra-aortic balloon (iab) was repositioned, twice until in the proper position. Therapy was continued successfully. There was no report of delay in therapy. There was no report of patient complication, serious injury, or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the distal tip of the iab would not unwrap completely during therapy. As a result, the staff decrease the volume to 30cc, and the intra-aortic balloon (iab) was repositioned twice until in the proper position. Therapy was continued successfully. There was no report of delay in therapy. There was no report of patient complication, serious injury, or death.